Manufacturer narrative:
Samples or photos have not received for analysis of the incident in question. DHR/ qn/ ncmr review: lot 6362812 of the product continuous epidural anesthesia tray, (B)(4) was analyzed for the damaged product tests and no records of non-compliance or anything that could lead to the incident in question were reported for the claimed lot. In addition, there are no records of non-conformance related to this incident for the epidural catheter component, (B)(4), lot: 6081181 used in the claimed tray. Epidural catheter is a component used to mount the anesthesia tray and is purchased from an external supplier (teleflex). This way, the difficulty presented with the catheter does not come from the tray assembly. Not confirmed: bd was unable to confirm or reproduce the complaint.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, the guide wire bd durasafe¿ combined anesthesia kit was difficult to move. There was no report of injury or medical interventions.